Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fracture of device"), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 478469-inv, 748469-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, inguinal hernia repair, loop electrosurgical excision procedure, knee operation, cholecystectomy, myringotomy, tonsillectomy, adenoidectomy and colposcopy. Concurrent conditions included anemia (requiring blood transfusions desirous of definitive surgical management). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), vaginal infection ("vaginal cuff infection") with vaginal discharge and cellulitis ("cellulitis"). The patient was treated with surgery (to remove the essure implant) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pelvic pain, uterine haemorrhage, tooth disorder, vaginal infection and cellulitis outcome was unknown. The reporter considered cellulitis, device breakage, device dislocation, pelvic pain, tooth disorder, uterine haemorrhage and vaginal infection to be related to essure. The reporter commented: the coils were placed without complication, first on the left with 2 coils visualized after placement and second on the right with 4 coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on 11-may-2016: 7; on 20-may-2016: 7.5 20may2016 - tvus : essure is noted with the right in the interstitial portion of the uterus and the left in the adnexal/broad ligament region of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), device breakage ('fracture of device'), pelvic pain ('pelvic pain'), genital haemorrhage ('gen.abnorm.bleed') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure (batch no. 478469-not valid, 748469-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, inguinal hernia repair, loop electrosurgical excision procedure, knee operation, cholecystectomy, myringotomy, tonsillectomy, adenoidectomy and colposcopy. (B)(6) 2016 - tvus : essure is noted with the right in the interstitial portion of the uterus and the left in the adnexal/broad ligament region of the pelvis. Concurrent conditions included anemia (requiring blood transfusions desirous of definitive surgical management). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), vaginal infection ("vaginal cuff infection") with vaginal discharge, cellulitis ("cellulitis") and pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pelvic pain, genital haemorrhage, uterine haemorrhage, tooth disorder, vaginal infection, cellulitis and pain outcome was unknown. The reporter considered cellulitis, device breakage, device dislocation, genital haemorrhage, pain, pelvic pain, tooth disorder, uterine haemorrhage and vaginal infection to be related to essure. The reporter commented: the coils were placed without complication, first on the left with 2 coils visualized after placement and second on the right with 4 coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2016: results: 7; on (B)(6) 2016: results: 7.5. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporter information added. Event : gen.abnorm.bleed, pain added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fracture of device"), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (batch no. 478469, 748469) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, inguinal hernia repair, loop electrosurgical excision procedure, knee operation, cholecystectomy, myringotomy, tonsillectomy, adenoidectomy and colposcopy. Concurrent conditions included anemia (requiring blood transfusions desirous of definitive surgical management). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation, device breakage and pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), tooth disorder ("dental problems"), vaginal infection ("vaginal cuff infection") with vaginal discharge and cellulitis ("cellulitis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, pelvic pain, uterine haemorrhage, tooth disorder, vaginal infection and cellulitis outcome was unknown. The reporter considered cellulitis, device breakage, device dislocation, pelvic pain, tooth disorder, uterine haemorrhage and vaginal infection to be related to essure. The reporter commented: the coils were placed without complication, first on the left with 2 coils visualized after placement and second on the right with 4 coils visualized after placement diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin on (B)(6) 2016: 7; on (B)(6) 2016: 7.5 . (B)(6) 2016 tvus : essure is noted with the right in the interstitial portion of the uterus and the left in the adnexal/broad ligament region of the pelvis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records received: event vaginal discharge, vaginal cuff infection, cellulitis added. Reporters, lot number, lab data and historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fracture of device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine haemorrhage, pelvic pain and tooth disorder outcome was unknown. The reporter considered device breakage, device dislocation, pelvic pain, tooth disorder and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.